Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material was discovered to be a white material with silicic acid and organic silicone components and fibrous cellulose that is very likely used in gauze. The black bar event was presumed to be due to the sudden application of static electricity or overcurrent. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the gastrointestinal videoscope had foreign material adhered to the distal end and foreign material clogged in nozzle. There were no reports of patient harm.